Event description:
High impedance on rv lead. Suspected possible insulation breach. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5146408.